Event description:
It was reported no bridge bolus was ever programmed at the pt's last refill. As a result, the pump was programmed with an incorrect concentration for three months. The hcp stated the pump was refilled with 10mg/ml in late 2007 but 13mg/ml at 1.75mg/day was programmed. The hcp stated the pt was receiving 1.35mg/day and asymptomatic since that time. The hcp updated the pump with the 10mg/ml at 1.35 mg/day.